Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called to assist customer due to low blood glucose. Troubleshooting was performed, and the insulin pump since to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.